Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during an ablation procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the console output power reached 160 watts, then decreased, but was not able to achieve 180 watts which is the normal operating range for the device. The procedure was completed with the same rf 3000 radiofrequency generator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.